Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that no geo movement of c arm. Review of the system log file showed that the stand movements partly available and motorized movement unavailable. Upon troubleshooting action, field service engineer (fse) found broken position-sensing potentiometer in the z-rotation movement. The fse replaced the potentiometer assy. After replacement of potentiometer assy, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that motorized movements were not available. There was no report of harm. Philips has started an investigation of this complaint.